Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the sheath tube had been cut at approx. 90mm from the distal end and at approx. 10mm from the distal base of the support component. According to manufacturing specifications of this product, the total length of the sheath tube should be 100mm. From this, it can be determined that there is no segment separated and missing from the actual sample. The sheath tube was also noted to have a crushed segment on approx. 81-90mm from the distal end. Magnifying inspection of the proximal cut cross-section found that there were some portions presenting the smooth surface and other portions presenting the elongated surface. The sheath tube was cut vertically at a point adjacent to the cut cross-section. The wall thickness was confirmed to be uniform with no deformed shape of the lumen. Simulation testing was conducted on a current product sample. A current product sample was given a nick with an entry needle, a scalpel, and a suture needle. Subsequently, the sample was subjected to a pulling force until it became fractured. The state of the cut cross-section was very similar to that on the actual sample was duplicated on every case. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no indication that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information from the user facility, the appearance of the involved sample is consistent with the actual sample having come in contact with a sharp object and got nicked. Due to this the actual sample's product tensile strength got deteriorated. Subsequently, when the actual sample was subjected to a pulling force during withdrawal, it got fractured into two pieces. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) with statements such as the following: "when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put clamp on the sheath nor bind it with a thread." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the device was fractured. Follow up communication with the user facility reported the following information: the physician encountered a resistance when the device was withdrawn after the procedure. The sheath was noted to be fractured. The physician stated that a surgical knife and injection needles were not used.